Manufacturer narrative:
Other applicable components are: product ID: 3889, product type: lead. Product ID: 357625, lot# n466898, product type: screening device.

Event description:
The patient reported via manufacture representative an error code on the controller and was advised to change the twist lock cable. It was unknown if any environmental/patient factors led or contributed to the issue. The manufacture representative swapped out the twist lock cable. The patient's nurse had it working when the patient left but then the patient received another error code over the weekend. The patient was reported to be alive with no injury. Additional information reported that during the stage 2 implant the healthcare provider decided to replace the lead while implanting the implantable neurostimulator (ins). It looked as if "it pulled a bit" and they were concerned it would cause errors.

Manufacturer narrative:
Analysis of the unknown lead was stretched at the distal end. The body suspected of body fluids in lead, no performance impact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the error code reported was noted as unknown error codes. Troubleshooting was performed with new twist lock cable and new controller. During stage 2 there were impedances but unknown what the representative meant by that .the lead was faulty and was replaced and neurostimulator was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.